Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument would not fire the clip. The instrument was replaced to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it appears someone had the wrong doctor on the console. The clip would not fire or engage. The clip never released and was removed from the patient. The green clip was appropriate for the duct. The issue occurred on the first application; however, the customer replaced the clip and tried it again with the same result.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was analyzed, and visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test 2 of 2 attempt. The instrument was fully functional. No product issue was identified.